Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. During download history review, no relevant alarms noted to confirm complaint code. Unit passed self test successfully. However, intermittent button response was noted during testing. Keypad overlay was removed, and no moisture damage was noted during visual inspection. During deconstructive analysis, under microscope investigation it was determined that cracked trace lead 6 on u1 keypad assembly was visually cracked. Leading to intermittent buttons. Proceeded by cutting the unit open and performed visual inspection on connectors, keypad flex connector was plugged in properly. The unit also passed the keypad voltage test (3.2v). Unit was also received with cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, cracked case and cracked keypad overlay. In conclusion, customer allegation was confirmed during deconstructive analysis when an unresponsive button was noted due to a broken trace on u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced buttons were not working and had a crack on the pump at the back of pump battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.